Manufacturer narrative:
Device evaluation: three photos, along with one strip consisting of six units, were provided to our quality team for investigation. Through visual inspection, red tape was observed on the paper portion of one of the unit packages, noting three of the units were not properly sealed as they have a paper joint without the adhesive tape from the paper rollers. A device history record review did not reveal any documented quality issues during the production of lot number 2410147 that could have contributed to this incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Six retained samples of the reported lot were used for additional evaluation. All packages were complete; no tape or open packaging was observed. The red adhesive tape is used during the packaging process when the paper roll is replaced, adhering the end of the roll to the new roll. There is a detector in the packaging machine to identify this portion of material and automatically reject to scrap. While we could not identify a direct issue, it was determined this incident occurred due to operator error, failing to properly place the adhesive during replacement of the roll. Manufacturing personnel have been made aware of your experience to increase awareness of this issue. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Description ref 300865, lot 2410147: 4 syringes with defective packaging, reported by pharmacy assistants' customer response: the packaging is indeed defective, but there are no tears or foreign bodies in it. The problem is quite different: there's an extra half-paper flap in the packaging, preventing it from being hermetically sealed. We've enclosed some photos to help you see for yourself. During sample analysis investigation, new investigation findings, "noting three of the units were not properly sealed as they have a paper joint without the adhesive tape from the paper rollers."